Event description:
This lead was implanted on (B)(6) 2002 and remains implanted at this time. The information was received on (B)(6) 2012 and it was noted that patient developed infection after lead revision. The patient will be monitored in the hospital. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).